Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2013, patient was injured by bard composix kugel hernia patch. Attorney alleges for personal injury, products liability including pain, suffering and inconvenience.